Manufacturer narrative:
Although a definitive conclusion cannot be made regarding the root cause of the reported infection, patient factors including driveline exit site management and patient comorbidities may increase the risk of infection; with no indication of any device malfunctions or performance issues. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Driveline site infection a known potential adverse event associated with the use of all vads as outlined in the instructions for use (IFU). The IFU and patient manual addresse guidelines for optimal patient management including pre and post-operative infection control measures and driveline care. Device remains implanted.

Event description:
It was reported from the site that the patient was admitted to the hospital on (B)(6) 2015 due to worsening counter incision drainage and suspected driveline infection. Patient was taken to operating room on (B)(6) 2015 for exploration and excision of hypergranulation at both sites. Cultures taken in operating room, shoe driveline exit site now positive for (B)(6) and very rare acinetobacter baumannii complex a multi-drug resistant organisms (mdro). Post operatively patient was placed on bactrim ds orally (po) every 12 hours. Patient was discharged to sub-acute rehab (sar) on (B)(6) 2015 on bactrim twice a day (bid) until (B)(6) 2015. No additional information available.